Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records did not identify any non-conformance that would cause or contribute to the reported event. The root cause of the rash cannot be conclusively determined with the available information. The cause of the infection can be attributed to many things. The patient reported he scratched the rash, so it is possible the skin was broken allowing dirt/bacteria to get in. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported he received the bone stimulator on (B)(6) 2016 for a talar joint fusion he had over a year ago. He states that after a month of treating with the unit, he developed a rash which he scratched. He states he was admitted to the hospital for two (2) weeks where he developed cellulitis.